Manufacturer narrative:
A procedure delay occurred due to the reported event. The table subject of the reported event was manufactured in 1992 and is approximately 25 years old. The surgical table is serviced and maintained by the user facility. The user facility reported that during the time of the reported event, the hand control was unresponsive and the symbol indicators were not illuminating. A steris service technician arrived onsite to inspect the surgical table and found the hand control to be operating properly however, the auxiliary override systems were not operational. During the technician's inspection, he found that the hand control cable strain release was unscrewed and the cable receptacle on the table to be loose. The steris service technician replaced the override switch board and repaired the hand control components, tested the table and confirmed it to the operational. The table was returned to service and no additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the table's leg section lowered without being commanded to do so. User facility personnel were able to return the table to level and the procedure was completed successfully.